Event description:
It was reported that during the procedure the fiber tip fell off at 139,330 joules and 15 minutes of use outside of the patient. A second fiber was used to complete the procedure with no clinical consequences to the patient.

Event description:
It was reported that during the procedure the fiber tip fell off at 139,330 joules and 15 minutes of use outside of the patient. A second fiber was used to complete the procedure with no clinical consequences to the patient.

Manufacturer narrative:
Investigation summary with all the available information, boston scientific concludes that the as reported fiber tip break cannot be confirmed as analysis of the returned fiber did not identify any fracture or detachment of the fiber tip. There was no anomaly detected with the returned fiber. Although analysis identified devitrification at the fiber tip, please note that devitrification is a normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question. Device history review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination with magnification did not identify any fracture or detachment of the fiber cap. The glass cap exhibited severe devitrification at the output window. The metal cap exhibited moderate charred debris adhesion on its surface. The connector cone, segments, and tabs appeared in good condition and secured. The control knob was attached and aligned with fiber and could rotate the fiber. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed there were no signs of breakage identified along the length of the fiber, and the aim beam was present at the output window. Investigation conclusion: analysis of the returned fiber did not identify any anomalies with the returned fiber. Based on the analysis results, an investigation conclusion code of no problem detected was assigned to this investigation.